Event description:
It was reported that the patient received a notifier for charge time limit reached. Manual capacitor maintenance was normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.